Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8211743. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint.

Event description:
Material no: 328438 batch no: 8211743. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit the needle hub separates and stays inside of the shield when the shield is removed. The following information was provided by the initial reporter: verbatim: consumer reported that the needle hub separates and stays inside of the shield when the shield is removed. Consumer does not re-use needle, problem occurred at the beginning of the week. Lot # 8211743, product # 328438, exp 08-31-2023.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328438/ batch no: 8211743. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit the needle hub separates and stays inside of the shield when the shield is removed. The following information was provided by the initial reporter: verbatim: consumer reported that the needle hub separates and stays inside of the shield when the shield is removed. Consumer does not re-use needle, problem occurred at the beginning of the week. Lot # 8211743, product # 328438, exp 08-31-2023.